Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the heavily tortuous circumflex (cx) artery. The xience alpine stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal of the sds, resistance was met with the guiding catheter, and upon withdrawal, the stent implant was noted to be flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.